Manufacturer narrative:
Pt info: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens and the lens may have shifted. The lens remained implanted.